Manufacturer narrative:
Refers to the main device, other components include: product ID 8711, lot# j11008r48, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient experienced a fall several weeks prior to (B)(6) 2012. After this, the patient noted a decline in the efficiency of their pain control. The patient underwent a dye study which showed extravasation of dye around the catheter site, leading to the catheter revision on (B)(6) 2012. The patient was given endotracheal anesthesia and was turned prone and all pressure points were padded. The low lumbar area was prepped in the usual fashion. A c-arm image was obtained which showed the approximate area of the catheter. The patient was given ancef IV prior to skin incision and was draped in the usual fashion. 1% lidocaine with epinephrine 1:100,000 was used to infiltrate the area of the skin incision. The catheter was then isolated via sharp dissection. Rubber-tipped clamps were placed at either side of the catheter to secure it. The catheter connector was removed and there as no evidence of back flow from the intrathecal catheter. According to the hcp, soft tissue, including "pinkish scare tissue", had grown into and underneath the connector. The catheter was cut and turned, resulting in spontaneous csf flow. The proximal catheter appeared patent. A new connector was attached and then secured, after which the bacitracin irrigation solution was used to irrigate the wound. The wound was stitched shut and the wound was dressed. The patient was extubated and brought to post anesthesia in a stable condition. All needle sponge, and cottonoid counts were correct. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.